Event description:
It was reported that patient experienced over stimulation and shock from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted will not be return. Additional information was received that patient had no cardiac issues and patient was doing well post operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7094181. UDI: (B)(4).

Event description:
It was reported that patient experienced over stimulation and shock sensation from the spinal cord stimulator (scs) device. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed and the explanted will not be return.